Event description:
Load sound coming from the o2 mixer. And o2 input and o2 mixer are failing, which indicate the leek. We double checked on the connections and it seems ok. We will need to replace the o2 mixer for the device.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable ventilator. The root cause is a malfunction of the flow sensor air. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.